Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a rotator cuff repair, after the insertion site was prepared using a 2.8 mm bone punch and cleared of all debris, when pulling the suture of a q-fix all suture anchor, the suture broke. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up, in an additionally drilled bone hole. No additional anesthesia was required. No further complications were reported. The patient's status is fine.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor was returned with the black/white suture still attached to it. Half of the blue/white suture was returned with a frayed break at one end. Based on the condition of the product material found during visual inspection, additional material testing is not required. An analysis of the customer provided image found an insertion device laying on a fabric material. Next to it, the anchor can be seen attached to its suture. The suture is divided in three different sections. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the suture diameter and knot pull suture strength are specified and a certificate of analysis is required with each shipment. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11. H3, h6. The reported device was not returned to the designated complaint unit for independent evaluation. However, an analysis of the customer provided image found an insertion device laying on a fabric material. Next to it, the anchor can be seen attached to its suture. The suture is divided in three different sections. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the suture diameter and knot pull suture strength are specified and a certificate of analysis is required with each shipment. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include (1) excessive force (2) misalignment of the implant and inserter handle (3) bending or twisting the insert handle during insertion. Based on this investigation, the need for corrective action is not indicated.